Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the products had fenestration issues. It was reported that there were 6 custom trachs ordered with a modified fenestration position where in distance b requested 35 mm but they received products with fenestration distance b off 3 mm. Also, the fenestration of the cannula that was normally located above the balloon was rather at the other end, so closed to the skin of the patient. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: samples were received for evaluation and a dimensional test was performed. Device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the products had fenestration issues. It was reported that there were 6 custom trachs ordered with a modified fenestration position where in distance b requested 35 mm but they received products with fenestration distance b off 3 mm. Also, the fenestration of the cannula that was normally located above the balloon was rather at the other end, so closed to the skin of the patient. It was reported that only one product was used on the patient. Customer indicated that the patient was reintubated as the patient was not able to breath when using a cap to speak.